Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that before surgery, there was an unknown powdery substance attached to the hose, and the high mode had poor spray power. There is no patient involvement. Due diligence is complete and no additional information is available

Event description:
There was no additional events associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. The device was returned opened but unused inside the original sterile packaging. Visual examination of the returned product/provided pictures confirmed there was a white debris on the tubing of the device. The white debris is visible at 12-18¿ under normal lighting with up to 10 second inspection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.